Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. An mrh knee with tibial rotating component, insert and sleeve, bumper insert, axle, and femoral bushings were implanted.